Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2031 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2031 at, or below the url concentration of 0.034 ug/l cannot be determined and a reagent issue could not be entirely ruled out. Additionally, it was not possible to confirm the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed two non-reproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient sample 1 result of 0.843 ng/ml versus expected result of <0.012 ng/ml. Patient sample 2 result of 0.305 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. (B)(4).